Manufacturer narrative:
Continuation of d10: product ID 3037 lot# serial# unknown: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a programmer that doesn't work anymore and neither did the implant work anymore for "maybe the last few years." Patient stated their healthcare provider (hcp) would have removed it however they didn't want to put the patient under because the patient stated they were allergic to so many medications so the hcp told them it was ok to leave it in their body. Patient stated it was fine for the most part however sometimes they would feel pain from the ins when they were laying in bed and that it had been going on for a couple years. Patient stated they had a pretty good tolerance for pain and they said it wasn't "excruciating". Patient guessed perhaps they had bumped the ins or they were bumping the ins so that was why it felt painful because it was sore from the bump/bumping but noted they couldn't be sure. . Patient services reviewed do nation/disposal information with the patient and also reviewed with the patient ins battery longevity considerations and reviewed they should only dispose of the programmer if they were sure their ins battery was depleted. Patient services asked the patient if perhaps the reason the implanted system wasn't working any longer was due to the ins battery having depleted but the patient was unable to confirm if it had or not. They reiterated that the programmer would no longer work with the ins anymore either. Patient services redirected the patient to follow up with their hcp to discuss their pain and the status of the ins battery. Patient services also reviewed MRI and CT scan compatibility considerations with the patient. Patient to follow up with hcp. Documented reported event. No further action was taken by patient services.